Event description:
A trilogy o2 was returned to the manufacturer for preventive maintenance. There was no harm or injury reported. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" alarm indicating a failure of the oxygen blending module board was found in the ventilator's downloaded error log. The device's oxygen blending module was replaced to address the issue.